Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-01-11. H6: investigation summary: customer returned (9) loose 0.3ml bd insulin syringes. Consumer reported when removing the orange caps the needle comes off and stays in the orange caps. All 9 returned syringes were examined, and it was observed that all 9 exhibited separated needle hub/shield assemblies; no damage to the barrel tips was observed. A device history review could not be completed as no batch number was provided. Capa1630423 has been opened to address this issue.

Event description:
It was reported that the sbd insulin syringe with bd ultra-fine¿ needle experienced hub separation from the device. The following information was provided by the initial reporter: complaint 2 of 3. Material no:328438; batch no: unknown. Spouse reported when removing the orange caps the needle comes off and stays in the orange caps. Stated this happened with approximately 4 syringes out of each poly bag from his last two boxes. Stated he recycled the 1st box, only able to provide information on 1 box. Date of event: (B)(6) 2020.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the sbd insulin syringe with bd ultra-fine¿ needle experienced hub separation from the device. The following information was provided by the initial reporter: complaint 2 of 3. Material no:328438 batch no: unknown. Spouse reported when removing the orange caps the needle comes off and stays in the orange caps. Stated this happened with approximately 4 syringes out of each poly bag from his last two boxes. Stated he recycled the 1st box, only able to provide information on 1 box. Date of event: (B)(6) 2020.